Manufacturer narrative:
Ps311287 method: the two complaint mr290 vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand for investigation. The chambers were visually inspected for the reported damage. Results: visual inspection of both the complaint(B)(4) chambers identified horizontal crack lines at the bottom of the domes on both chambers. Conclusion: we were unable to determine what had caused the cracking on the chamber domes; however, our previous investigations on similar complaints show that cracks on the chamber dome can be due to the application of excessive backpressure. The integrity of the chamber can be affected when pressure exceeds 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in switzerland reported via a fisher & paykel healthcare (f&p) representative that two mr290 humidification chambers were leaking. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare are currently in the process of receiving the complaint devices. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that two mr290 humidification chambers were leaking. There were no reported patient consequences.